Manufacturer narrative:
The unit has not been returned for investigation and we are therefore unable to determine the root cause at this time. We have followed up with the user facility for additional information and to request that the unit be sent back for evaluation. No patient injury was reported. Should additional information become available, a supplemental report will be submitted accordingly.

Event description:
The user facility reported that there was an overheat incident during a case. The disposable set was discarded and another unit was brought in to complete the procedure.